Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, coagulation and ablate performed as intended. No observed issues with either functional buttons. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of device. Factors that could have contributed to the reported event include: 1) the wand´s connector or cable got damaged and 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, when the werewolf flow 90 coblation wand was removed, the "coag" continued to work and it was not possible to stop it, it seemed that the button was stuck. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).